Event description:
A distributor reported that a patient's precice nail was removed after approximately three (3) weeks of implantation; the device allegedly did not appear to be lengthening.

Manufacturer narrative:
The nail was removed and the patient was implanted with a new precice nail, without incident. The patient is continuing their lengthening treatment and no negative outcomes were reported. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.